Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had crack and the dome label was missing. The customer's mother stated that they had high blood glucose over 600 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the insulin pump might have been bumped. The customer's mother was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked end cap. Unable to perform the basic occlusion, occlusion, prime and excessive no delivery tests due to cracked end cap. However, the insulin pump passed the operating currents measurement, self-test, unexpected restart error test, displacement test. The insulin pump had cracked case at the display window corners, stained end cap sticker, cracked reservoir tube, broken reservoir tube lip and minor scratched display window. No missing end cap sticker noted.